Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-00523 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a stress urinary incontinence repair procedure on (B)(6) 2010. The surgery was performed without complications and the patient was discharged a few days after the surgery. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia post procedure following discharge from the hospital. The exact nature and date of onset for these symptoms are unknown. It was reported that the patient currently continues to experience pervasive vaginal discomfort. All other information is unknown and reportedly unavailable.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-00523 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a stress urinary incontinence repair procedure on (B)(6), 2010. The surgery was performed without complications and the patient was discharged a few days after the surgery. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia post procedure following discharge from the hospital. The exact nature and date of onset for these symptoms are unknown. It was reported that the patient currently continues to experience pervasive vaginal discomfort. All other information is unknown and reportedly unavailable.